Manufacturer narrative:
Records indicate this device remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed, however no further information was received. No adverse patient effects were reported.